Event description:
On 8/14/95 a pt (undergoing a thoractomy) was burned when a surgical sponge ignited in the chest cavity. An esu was being used at the time of the incident. Hosp suspects that this piece of equipment may have contributed to the incident.